Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the got a replace battery alarm and did not get a low battery alert. The customer's blood glucose value was 128 mg/dl at the time of the incident. The customer reported that the insulin pump was hot on the side of the battery. Troubleshooting was assisted. The device will be return for analysis.